Event description:
It was reported that on (B)(6) 2025, the epidural catheter disconnected from epidural clamp. The clamp appeared to be properly closed. Due to contamination risk, the epidural had to be removed and a new one was placed. Customer contact stated, "the catheter was not sitting correctly into the connector, so the catheter would become disconnected from the connector". The epidural had to be replaced due to this issue and "no known issues developed". No additional details provided.

Manufacturer narrative:
It was reported that on (B)(6) 2025, the epidural catheter disconnected from epidural clamp. The clamp appeared to be properly closed. Due to contamination risk, the epidural had to be removed and a new one was placed. Customer contact stated, "the catheter was not sitting correctly into the connector, so the catheter would become disconnected from the connector". The epidural had to be replaced due to this issue and "no known issues developed". No additional details provided. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.